Event description:
After attempted atherectomy of the left distal peroneal artery, the device was not retrievable. Multiple attempts were made to remove this with retrieval devices. This was unsuccessful and hence we decided to proceed with open removal in the operating room. The surgeon was able to open the artery and identify the foreign body, however it was tangled within the intima of the vessel. Only a part of the device could be removed. Operative reports were dictated (B)(6) 2011. Final coding occurred (B)(6) 2011.